Manufacturer narrative:
(B)(4).

Event description:
It was reported that low capture threshold and noise on the ventricular channel were observed during follow-up in clinic. The lead was capped and replaced on (B)(6) 2016. Patient condition before, during, and after the procedure were good.